Manufacturer narrative:
This report is being filed after subsequent review of the following literature article: lozano-calderon, s., doornberg, j., ring, d. (2007). Retrospective comparison of percutaneous fixation and volar internal fixation of distal radius fractures. Hand, 3, 102-110. This report is for unknown schanz screw unknown quantity/unknown lot. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. -

Event description:
Literature article received: this report is being filed after subsequent review of the following literature article: lozano-calderon, s., doornberg, j., ring, d. (2007). Retrospective comparison of percutaneous fixation and volar internal fixation of distal radius fractures. Hand, 3, 102-110. United states. A retrospective comparison of comparable cohorts treated with percutaneous fixation (17 patients) or a volar plate and screws (23 patients) an average of 30 months after surgery. The authors retrospectively reviewed 40 patients, (17 treated with a percutaneous fixation) and (23 treated with a volar plate and screws) to discern if there were any significant differences in post-operative outcomes between the two surgical procedures. The percutaneous fixation group consisted of 10 women and 7 men (average age 55 years, range between 27 and 77 years). The volar plate fixation group consisted of 16 women and 7 men (average age 51 years, range between 23 and 77 years). Average patient follow up was 30 months. Of the 17 patients treated with a percutaneous fixation, 5 had complications: one unidentified patient had a severe pin track infection requiring pin removal. One patient had radial sensory nerve dysfunction that completely healed. One patient had pain and restriction of motion treated with a sauve-kapandji procedure. One patient had ulnar sided wrist pain and some instability of the distal radioulnar joint and had a second surgery for repair of the triangular fibrocartilage complex. This medwatch refers to the following serious injuries: this refers to the events severe pin track infection, pain and restriction of motion and ulnar sided wrist pain and some instability of the distal radioulnar joint that required medical or surgical intervention. This is report 1 of 7 for (B)(4). This report is for an unknown schanz screw. A copy of the literature article is attached to this medwatch. This is report # of # for (B)(4). This report is for an unknown (part) and refers to the (list the si associated with this medwatch which is also the same as the determination tree)

Manufacturer narrative:
Device was used for treatment, not diagnosis. Original report - of the (B)(6) patients treated with a percutaneous fixation, (B)(6) had complications; this is report # of # for (B)(4). This report is for an unknown (part) and refers to the (list the si associated with this medwatch which is also the same as the determination tree); revising report - of the (B)(6) patients treated with a percutaneous fixation, (B)(6) had complications; this is report 1 of 7 for (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis.

Event description:
Of the (B)(6) patients treated with a percutaneous fixation, (B)(6) had complications: this is report 1 of 7 for (B)(4).